Event description:
The managing clinic reported the patient did not experience any clinical loss of therapeutic effect prior to the pump replacement for expected eol. The actual residual volumes were within expected parameters of the expected residual volumes so no troubleshooting procedures were done. Intra-operatively when the neurosurgeon disconnected the catheter from the pump there was no retrograde flow of csf. The neurosurgeon cut the sutureless connector segment off and there was still no back flow of csf even when accessing the remaining catheter with needle and syringe. The neurosurgeon made the decision to explant the entire existing catheter and replace it with an ascenda 8781 catheter. The patient was restarted on the same infusion rate per the managing healthcare provider (hcp) after the catheter was replaced. As of the date of the report the patient was indicated as alive, no injury. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8709sc catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. Analysis of the 8596sc catheter revealed no significant anomaly, sc connector non-significant indent in seal, did not affect infusion. (B)(4)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).